Manufacturer narrative:
Conclusion: after investigation at medtronic, complaint is not confirmed for the act plus instrument failing liquid quality controls. The instrument was changed out with a backup and there was no resulting adverse patient effect. Medtronic service recommended that the customer clean the instrument and be sure to rehydrate the controls properly. The service technician spoke with the bio-med and the bio-med cleaned the lift wire and had the user perform liquid controls which passed. The instrument was not returned for analysis. The root cause could not be verified or determined. No patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of this act plus instrument the customer was reporting that it failed liquid quality controls (qc's) but was passing the electronic quality control (eqc).the instrument was changed out with a backup and there was no resulting adverse patient effect. Medtronic service recommended that the customer clean the instrument and be sure to rehydrate the controls properly. The service technician spoke with the bio-med and the bio-med cleaned the lift wire and had the user performliquid controls which passed. No further action required.